Event description:
It was reported that a user experienced recurrent low glucose episodes while using the ilet due to meal announcement behavior, with reports showing fewer-than-usual dinner announcements that led to increased bolus amounts and subsequent hypoglycemia with a low of 60 mg/dl; the user requested guidance for a factory reset and planned a temporary pump disconnection before re-setup. Symptoms included low blood glucose requiring treatment. Outcomes included self-treatment with oral glucose. Investigation included review of device reports and user education on meal announcements and bolus behavior. Investigation of this case revealed use-related factors related to meal announcement frequency and size estimation affecting delivered insulin, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use-pattern factors related to meal announcements.